Event description:
It was reported in the literature article safety and efficacy of the new angio-seal evolution closure device: a single-ctr experience, that 451 pts who rec'd an angio-seal evolution vascular device following cardiac catheterization were compared with 451 pts who rec'd manual compression. Deployment of the angio-seal evolution took place during (B)(6) 2009. The control group (those treated with manual compression only) had their cardiac catheterizations between (B)(6) 2007. Vascular complications were significantly and independently correlated to the presence of obesity and peripheral vascular disease. The results of the study for those who rec'd angio-seal deployment were: in 8 pts, hemostatsis was not achieved and required more than 10 minutes of add'l manual compression or the use of a femostop. Twenty five (vs. 12 who rec'd manual compression only) developed a groin hematoma greater than 5 cm. Two pts (vs. 1 who rec'd manual compression only) developed a pseudoaneurysm. One pt developed limb-threatening ischemia. Four (vs. 1 who rec'd manual compression only) developed retroperitoneal bleeding. Three pts (vs. 2 rec'd manual compression only) had a need for a blood transfusion. Two pts (vs. 1 who rec'd manual compression only) had a need for surgical repair or an intervention. One pt died after angio-seal deployment, directly correlated to a major vascular complication (massive retroperitoneal bleeding). There is no add'l info regarding physicians or the hosp the catheterizations were performed. Alessandro lupi, md, maurizio lazzero, md, laura plebani, md, mara sansa, md, & angelo s. Bongo, md (2011). Safety and efficacy of the new angio-seal evolution closure device: a single-center experience. Journal of invasive cardiology, 2011;23:150-155.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. According to the IFU, the safety and effectiveness of the angio-seal has not have established in pts with clinically significant peripheral vascular disease. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.